Manufacturer narrative:
Concomitant medical products: 4538 lead, implanted: (B)(6) 2008; 0185 lead, implanted: (B)(6)2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference noise was seen on both the atrial and ventricular channels of the cardiac resynchronization therapy defibrillator (crt-d) during stored non-sustained ventricular tachycardia and high rate non-sustained episodes concurrent with pauses in pacing. The crt-d remains in use. No patient complications have been reported as a result of this event.